Manufacturer narrative:
The returned device was visually inspected, and the following was noted; the 14f esheath was returned fully expanded, as designed, the distal tip was torn and partially opened along the axial score line. No functional was able to be performed due to the condition of the returned device. No dimensional testing was able to be performed as the associated delivery system was not returned. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed complaints related to introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath or introduce and navigate system through sheath/access vasculature resistance between system components inability to advance through sheath and failure sheath distal tip torn. The returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, therefore a manufacturing mitigation review was not required. A complaint history review was not performed as the issue has been previously identified in an existing product risk assessment which captures the root cause analysis. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The following instructions for use and training manuals were reviewed: esheath IFU, commander delivery system with s3u IFU, device preparation manual and procedural training manual. No IFU/training deficiencies were identified. The complaints for and introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath and general risk failure sheath distal tip torn were confirmed per device evaluation. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per complaint description as reported, it was a 26mm sapien 3 ultra valve in aortic position by right femoral artery. The esheath was introduced via confida wire without problems. The transition with esheath through vessel was very smooth but push force from the valve on the point where the valve came out of the esheath was more than normal (physician had that feeling and described it as an plob feeling when valve came out). Normal implantation of the valve and the system was unflexed and retreated without any resistance though the esheath. After retrieving, the tip of the esheath was torn. It looked also look like one part of the tip was missing. It was not clear if it was left in the patient, but most probably in patient. No further steps were done. Patient condition was good. As per preliminary evaluation of return device, no missing parts of the esheath were noted. Per evaluation of the returned device, the sheath distal tip was observed to be torn. The failure mode is characteristic of sheath tip tear events as described in an existing product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. It is likely that the reported plob was describing the moment the delivery system and crimped valve fully passed through the sheath distal tip and tore it. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. An existing product risk assessment assesses the risks associated with difficult or unable to introduce delivery system/loader and advance through sheath, prolonging procedure. No further action is required at this time as the re-escalation threshold was not exceeded. A corrective/preventive action was initiated to address the issue. No further action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a procedure to implant a 26mm sapien 3 ultra valve in aortic position by right femoral artery, the esheath was introduced without problems and had a smooth transition through the vessel but the push force from the valve on the point where the valve came out of the esheath was more than normal. There was a reported plob feeling when valve came out. The system was unflexed and retreated without any resistance though the esheath. After retrieving, the tip of the esheath was found to be torn. Patient condition was good.